Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that one week following bilateral lasik procedure, the pt was experiencing dry eye in the right eye, mainly in the morning. The pt also presented with trace micro-striae in the far periphery of the right eye, which did not appear to be affecting her vision. The pt was treated with increased artificial tear drops during the day, and with gel at bedtime. The symptoms improved with the treatment.